Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital and he was threatening to commit a suicide. The nurse stated that he filled up the reservoir this morning and the customer took the entire reservoir of insulin. It was stated that there were several entries for the day of call that totaled up to 174.9 units of insulin. It was stated that the customer is under the care of a physician. No further information was provided.